Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt no stimulation. The patient talked to a manufacturer representative (rep), and the he figured that it was the patient¿s patient programmer antenna. The rep made the patient use the patient programmer without the antenna and told her to call the manufacturer¿s patient services and ask for a new antenna. The patient said that the antenna was not physically damaged and the patient programmer was not showing the poor communication screen. The patient was able to turn on the patient programmer, but felt no stimulation. The patient used the patient programmer with the antenna during the call with the manufacturer on (B)(6) 2017, and the patient was able to connect right away. It appeared that the programmer was working as intended. The patient tried increasing, but felt no stimulation. During the call with the manufacturer, the patient programmer showed that the ins was on. The patient was on group b at 9.0 volts. The patient tried group a and felt a little bit of stimulation. The patient went back to group b to see if she had more than one program to increase, but the patient only had one program and felt no stimulation in group b. The patient went back to group a and in group a she was on 85 and the patient noted that it was not working very well. Stimulation felt too much all of a sudden and the patient had to decrease stimulation. The patient confirmed that she now felt comfortable stimulation in group a. There were no trauma/falls reported that could have been related to the issue. The patient was to follow-up with a healthcare professional. The issue began in (B)(6) 2017, about four or five days prior to (B)(6) 2017. It was noted that the patient notified the rep of the issue on (B)(6) 2017.